Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that possible premature battery depletion was observed. The device was explanted.

Manufacturer narrative:
Field complaint of premature battery depletion was not confirmed. The device was received in backup operation and battery having reached end of service in line with projected longevity. Device image was corrupted and could not be analyzed. Device image was requested from the field, but the information was not available when writing the report. After attaching a new battery, the device code was re-loaded normally, and the pacer tested under nominal conditions with results indicating normal functionality. Further testing revealed battery fluctuation occurred consistent with backup operation. Total projected longevity based on nominal settings is 4.92 years; implant duration is 4.66 years which exceeded 75% of projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.